Event description:
Patient additionally reported "lowered in the chest area."

Manufacturer narrative:
Additional, corrected, and/or change data: b.5., d.1., d.2., d.4., g.5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports unknown side rupture. Device remains implanted.